Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that a pt experienced paresthesia after placement of an ankylos implant. The implant was removed approximately 1 day later.